Event description:
"When did the failure occur: during therapy. Reason of complaint: catheter disconnection from the port. Additional patient information: medical intervention necessary to remove the port body and then to remove the catheter. Additional information received from customer. Patient details · age - 4 years and 3 years at time of implant · drug therapy treatment (e.g., paclitaxel). Port insertion details: · inserted date - (B)(6) 2025. · product code: 04433842. · product lot # 37040374. · anatomical port position (e.g., chest wall, right or left side implantation) - accessed right internal jugular vein and placed line at the svc/ra junction confirmed with ii. Incident details: this occasion of use (B)(6) 2026, the port was unable to be aspirated. On imaging, the port was found to have completely disconnected from the hub and the line component was in the heart and pulmonary vasculature. There was no evidence of clot on echo. Chemotherapy agents administered through port include: · vincristine. · methotrexate. · peg-asparaginaise. · doxorubicin. · cyclophosphamide. Other medications administered through the port would include antiemetics, antibiotics and fluids. Please let us know if you need these specific medications, as they are more time consuming to collect. All our ports are locked with kitelock prior to deaccess and this has been our practice since (B)(6) 2024. Port use prior to complication: last access date port accessed on (B)(6) 2026 - prior to identification of catheter disconnection form port hub. Unable to draw blood out, patient experienced pain when trying to flush, this instigated the line study (B)(6) 2026 - port accessed, 2x attempts. Post first attempt needle fell out whilst aspirating, due to dressing falling off patient. Port reaccessed, blood/flashback visible in port line, but unable to draw back properly, flushing well. Alteplase 1mg installed at 1640 (B)(6) 2026. Returned at 0930 28/1/2026 able to get small amount of blood out. Port flushed post. No medication or bloods taken from port on this occasion. · needle gauge size used 22gx20mm. · any prior complications? Please list details as above for (B)(6) 2026. (B)(6) 2025 - port accessed, good blood return and flushing well, port flushed with normal saline and locked with kitelock. · last access for CT scan and pressure used according to hospital records the patient has not had a CT scan. Port removal details: · date - (B)(6) 2026. · was a sample retained? Yes. · has the sample been decontaminated? No. · details of the collection point of the sample - with me in (B)(6). Xray after insertion and again after disconnection uploaded as pictures."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Investigation results will be sent in the medwatch report - follow-up #1.

Event description:
When did the failure occur: during therapy. Reason of complaint: catheter disconnection from the port. Additional patient information: medical intervention necessary to remove the port body and then to remove the catheter. Additional information received from customer: patient details: age - 4 years and 3 years at time of implant, drug therapy treatment (e.g., paclitaxel). Port insertion details: inserted date - (B)(6) 2025, product code: 04433842, product lot # 37040374, anatomical port position (e.g., chest wall, right or left side implantation) - accessed right internal jugular vein and placed line at the svc/ra junction confirmed with ii. Incident details: this occasion of use 23/2/26, the port was unable to be aspirated. On imaging, the port was found to have completely disconnected from the hub and the line component was in the heart and pulmonary vasculature. There was no evidence of clot on echo chemotherapy agents administered through port include: vincristine, methotrexate, peg-asparaginaise, doxorubicin, cyclophosphamide, other medications administered through the port would include antiemetics, antibiotics and fluids. Please let us know if you need these specific medications, as they are more time consuming to collect. All our ports are locked with kitelock prior to deaccess and this has been our practice since (B)(6) 2024. Port use prior to complication: last access date port accessed on (B)(6) 2026 - prior to identification of catheter disconnection form port hub. Unable to draw blood out, patient experienced pain when trying to flush, this instigated the line study (B)(6) 2026 - port accessed, 2x attempts. Post first attempt needle fell out whilst aspirating, due to dressing falling off patient. Port reaccessed, blood/flashback visible in port line, but unable to draw back properly, flushing well. Alteplase 1mg installed at 1640 (B)(6) 2026. Returned at 0930 (B)(6) 2026 able to get small amount of blood out. Port flushed post. No medication or bloods taken from port on this occasion. Needle gauge size used 22g x 20 mm. Any prior complications? Please list details as above for (B)(6) 2026. (B)(6) 2025 - port accessed, good blood return and flushing well, port flushed with normal saline and locked with kitelock. Last access for CT scan and pressure used according to hospital records the patient has not had a CT scan. Port removal details: date (B)(6) 2026. Was a sample retained? Yes. Has the sample been decontaminated? No. Details of the collection point of the sample - with me in (B)(6). X-ray after insertion and again after disconnection uploaded as pictures.

Manufacturer narrative:
Note: product reference 4433842 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite babyport s set sil 6f IV reference 4433842 from batch 37040374. Device history record: batch record file number 37040374 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on this batch released in january 2025. Summary of investigation: the involved device was returned. The completed form "request for information - access port incident" and two x-ray pictures were transmitted for investigation. -transmitted information analysis: the device was implanted on (B)(6) 2025. The impacted device was explanted on (B)(6) 2026. So, the device was implanted during around 10 months. X-ray pictures review: picture 1- the catheter is visible on the right side of the thorax, following a subcutaneous trajectory down to its entry into the heart region. The catheter appears to have been inserted via the jugular route. The catheter and the connection ring are connected to the exit cannula of the access port housing. A needle is also visible within the access port housing. Picture 2- in this image, the catheter segment is no longer connected to the port and has migrated into the cardiac area. The access port housing and the connection ring remain in place and connected externally. Visual inspection of the returned device: the access port housing, the connection ring, and the catheter were returned for investigation. The catheter was received in two separate pieces: one segment, approximately 1 cm long, remained connected to the exit cannula of the access port housing, while the other segment measured about 24.5 cm. Although initially reported by the client as a disconnection, the observed event corresponds to a catheter rupture located under the connection ring, at the level where the connection ring is positioned during the implantation procedure. Pliers marks are visible on the connected catheter's segment and on the exit cannula of the access port housing. The rupture facies is partially irregular with a localized zone presenting a clear, cut-like aspect. This means that the material was damaged during the implantation procedure, probably while mounting the catheter on the exit cannula, leading to the complete fracture after around 10 months' implantation. Dimensional measures: the dimensions below were verified on the returned sample: outer and collar diameters of the exit cannula, outer and inner diameters of the catheter, inner diameter of the connection ring, all the measured dimensions are compliant with the defined specifications. Tensile test on sample from our raw material reserve sample: a tensile test was performed on tubing from a raw material lot identical to the one involved in the complaint. The result is compliant with the applicable requirements, as the rupture force obtained is higher than the minimum force specified in iso 10555-6. Raw material historical review: the batch records of the catheters, of the connection rings and of the access ports housing included into the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: the event initially described as a catheter disconnection corresponds in fact to a catheter rupture located under the connection ring. The incident is due to mechanical damages made on the catheter by using tools during the implantation procedure. Indeed, the damage is located on the catheter's section normally protected by the connection ring after implantation and tool marks are visible on the rupture facies of the catheter and on the exit cannula. Patient movements and respiratory activity have exacerbated this initial damage, ultimately leading to catheter rupture and migration toward the heart. The IFU specifies several recommendations to avoid this type of complication. Conclusion: the event initially described by the client as a disconnection corresponds in fact to a catheter rupture located under the connection ring. The catheter has been damaged by a tool/forceps during the implantation procedure. This type of incident is a known and well documented potential adverse event of the implantation of access ports. This is a rare incident. The incident is not imputable to the device; no corrective action is envisaged as IFU already gives recommendations to avoid this type of incident.